Manufacturer narrative:
The rse replaced the blower. The system meets the specification for the performed service and is returned to use. Based on information provided and/or service performed, the customers alleged malfunction was confirmed.

Manufacturer narrative:
The authorized service provider (asp) installed a new blower and began testing. After running high pressure test, system leak test, and electrical safety tests the asp set up for the pressure test and pulled a follow up error log. The asp found that the unit is still sending an error for blower temperature high. Indications are the motor controller board or perhaps the cpu board are at fault as well. The rse spoke with the asp who said there was an error for blower temperature high and blower stalled or blower not running at required speeds. The asp stated the blower was replaced yesterday, and then today the motor controller board was replaced. While on the phone, the asp powered on the unit and after 1 minute, there was a check vent blower high temp alarm. The asp installed the original blower and the check vent alarm for blower temp high cleared. The asp advised that the blower he got out of stock is bad and he needs to request replacement.

Manufacturer narrative:
The removed blower assembly was returned for failure investigation (fi). Visual inspection of returned assembly revealed no obvious dust or debris on unit. No signs of mechanical damage of physical mishandling. No obvious indications of electrical overstress or overheating. No signs of wear on connector or cabling. Blower found spinning free. The fi technician installed the blower assembly into a fi ventilator to attempt to duplicate the reported issue. The blower assembly was tested, and the customer complaint was verified. Returned blower lm20 failed.

Manufacturer narrative:
Report date: 27aug2021. There was no patient involvement.

Event description:
The customer reported the blower motor is not working. There was no patient involvement. The remote service engineer (rse) spoke with the customer who confirmed they located a blower speed error and blower temperature high errors in the event log. The customer set a flow of 10 and the blower rpms did not go above 3000. Customer reports that the air inlet filter was clean. Further information is pending.